Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed. The complaint was misreported; the damage was present on the cardboard box and tyvek lid, thereby compromising sterility of the pack. The root cause of the damage is unk. Terumo will monitor for future occurrences. The complaint will be included in associate awareness training. The device history record did not indicate any product related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the customer noticed a hole on the top of the pack, but nothing seemed wrong with the cardboard packaging. The event did not cause delay in surgical procedure.